Event description:
Post-hip replacement surgery with use of stryker orthopaedic products: trident hemispherical acetabular shell and secur-fit max 127 neck angle hip stem. Hip pain did not resolve with surgery and actually worsened even with full course of physical therapy and appropriate recovery post surgery. Symptoms experienced: pain with flexion and rotation of leg; inguinal pain experienced when performing the motion to get in and out of vehicle and assistance is needed due to pain.